Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
(B)(4). The returned devices were examined by a depuy research scientist. There was no evidence to suggest product error with regard to the reported dislocation. A worldwide complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.